Manufacturer narrative:
Pump was received with no button error alarm. Pump had intermittent button response due to moisture damage keypad traces. Pump was received with scratched lcd window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 89 mg/dl. Troubleshooting was not performed. The device was returned for analysis.